Event description:
It was reported via repair work order that both hydraulic jacks could not pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end jack could not fully raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during investigation that both hydraulic jacks could not pump up.